Event description:
A customer returned their insulin pump for unknown reasons. The patient's blood glucose level was unknown at the time of the call. The customer did not provide any information as to the reason for the insulin pump returning.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed the rewind basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus /basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 error test, occlusion test and excessive no delivery test due to motor error alarms. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.